Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and images. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. However, a root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to less than 0.2%. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2012, the patient was implanted with a bifurcated stent graft, an infrarenal stent graft extension and three (3) limb extension to treat an abdominal aortic aneurysm. On (B)(6) 2018, endologix was made aware of a type 3b endoleak, rupture and open conversion. The patient arrived at the emergency room with a rupture aorta. The entire crotch region of bifurcated graft graft was compromised (type 3b endoleak). The physician elected to explant the devices (open repair). As of the date of this report, the patient was reported a doing fine there have been no additional patient sequelae reported.